Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for low blood glucose test results. The customer called concerned with test results from results obtained of 59mg/dl date: on (B)(6) time: unknown fasting pm and 79mg/dl date: on (B)(6) time: unknown fasting am. Customer stated she just tested today; did not want to provide the time taken. The customer stated her expected blood glucose test result ranges are 80-100 mg/dl fasting am and 120-140 mg/dl fasting pm. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/14/2027 and per the customer the open vial date is the day before the call. The meter memory was not reviewed for previous test result history.